Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer there were erroneous results on patient samples intended for clinical use. Repeat testing also obtained same results. There was no reported impact to patient. The following information was provided by the initial reporter, translated from chinese to english: the experimental results are unexpected, engineers need to bring: seven-color ball, cst microsphere, cst ball, whether there is a flow chamber in the accessories kol instrument. Clinical use. Customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem. The problem was observed on patient samples intended for clinical use.

Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to part # 338960 and serial # (B)(6) . Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 ¿ 338960 that experimental results are unexpected or erroneous. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 04sep2019 to date 04sep2020. Complaint trend: there are 4 complaints regarding the issue of erroneous experimental data about this part within the date range; date range from 04sep2019 to date 04sep2020. Manufacturing device history record (DHR) review: DHR part #338960 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the unexpected results was due to both a damaged 488 laser fiber and the flow cell assembly. The fse (field service engineer) confirmed the issue and replaced the flow cell assembly with part 64003107-assembly flowcell facs canto ii service, and replaced the 488 fiber with 335384 - kineflex blue laser fiber. The fse also performed an optical path calibration on the instrument for optimum performance. The replaced parts were not requested for evaluation as they were found to be defective and fixed the issue. After the repairs the instrument was tested and was performing as expected. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as experimental tests. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 30jan2014 defective part number: 64003107 - assembly flowcell facs canto ii service, 335384 - kineflex blue laser fiber work order notes: subject / reported: pi-338960-facscanto ii-experimental results are not ideal problem description: facscanto ii sales report: the experimental results are not satisfactory, the clinical patient specimens are used for the experiment, and the test results are not used for patient treatment engineers need to bring: seven-color ball, cst microsphere, cst ball, whether there is a flow chamber in the accessories kol instruments, need to come home as soon as possible. Work performed: 1. Replace the 488 fiber and replace the flow chamber. 2. Optical path calibration, cst quality control passed. 3. 7-color quality control passed (lot: 85504). 4. The instrument is operating normally. Cause: 1. The fiber is damaged and the flow chamber is damaged. 2. 7-color not pass. 3. Cst not pass. Solution: solution: 1. Replace the 488 fiber and replace the flow chamber. 2. Optical path calibration, cst quality control passed. 3. 7-color quality control passed (lot: 85504). 4. The instrument is operating normally. Returned sample evaluation: a return sample was not requested for the replaced parts because they were confirmed to be defective by the fse and fixed the issue. Risk analysis: risk management file part # 338960-03ra bd facscanto ii flow cytometer (optics) fmea and 338960-04ra bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The highest severity rating in these files are an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no item: 2. Blue laser. Function: 2.1 excites blue dyes. Potential failure mode: 2.1.3 poor mode quality (high m^2). Potential effects of failure: 2.1.3.1 detection sensitivity specifications not met. Potential causes/mechanisms of failure: 2.1.3.1.1 laser cavity problem. Current controls: use of single mode fiber prevents poor mode quality. Laser cavity monitors laser power, sw reports laser power.. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 8 . Occ: 2. Det: 3. Rpn: 48. Item: flow cell valve. Function: controls sheath to flow cell. Potential failure mode: sheath not supplied to flow cell. Potential effects of failure: 1.1.2.8 valve stuck closed - no events. Loss of sample. Potential causes/mechanisms of failure: mechanical failure - valve stuck closed. Current controls: clean cycle. Recommended actions: switch pinch valves to manifold isolation valves . Responsible party: ganesh subramanian. Target completion date: 09/02/05. Actions taken: p/n 342499 (fluidics architecture) change sheet, nxb-2170 . Sev: 5 . Occ: 2. Det: 1. Rpn: 10. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to a damaged flow cell and a 488 blue laser fiber. Conclusion: based on the investigation results, the root cause of the unexpected results on the facscanto ii was due to both a damaged 488 laser fiber and the flow cell assembly. The fse confirmed the issue, replaced the parts and performed an optical path calibration. After the repairs, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer there were erroneous results on patient samples intended for clinical use. Repeat testing also obtained same results. There was no reported impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: the experimental results are unexpected, engineers need to bring: seven-color ball, cst microsphere, cst ball, whether there is a flow chamber in the accessories kol instrument. Clinical use. Customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem. The problem was observed on patient samples intended for clinical use.